Event description:
The customer reported that a precharge voltage error was displayed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cap module and the generator batteries were replaced. The system was tested and found to be working as intended and put back into service.